Manufacturer narrative:
The initial medwatch report was submitted in error and is a duplicate of medwatch report # 0003015876-2019-01896.

Event description:
The customer contacted physio-control to report that their device would intermittently not power on. As a result, defibrillation therapy may be delayed or would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and observed that the device was no longer able to power on. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would intermittently not power on. As a result, defibrillation therapy may be delayed or would not be available if needed. There was no patient use associated with the reported event.